Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 67-year-old male patient with congenital heart disease, presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. Prior to impella cp placement, the patient experienced runs of ventricular tachycardia (vt). The treating provider was uncertain whether the arrhythmia was device-related. Following device placement, no further active vt episodes were observed. Subsequently, due to increasing left ventricular contractility, adequate pulse pressure following extracorporeal membrane oxygenation (ECMO) cannulation, preserved aortic valve function, and small left ventricular cavity size, the treating provider determined that continued impella cp support was no longer clinically indicated. A clinical decision was made to remove the impella cp device.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax); d10(concomitant med products); upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.